Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer consumed popcorn and did not deliver a bolus. The customer experienced an elevated blood glucose (bg) level of 326 mg/dl, which was addressed with a correction bolus. The customer confirmed bg levels had been resolved.